Event description:
The customer reported that the system displayed a filament regulator failure during a rt pcn/pcnl. The system was removed from the room and the case completed with another system. No pt inury was reported.

Manufacturer narrative:
Error code displayed.